Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead presented to the hospital following delivery of anti-tachycardia pacing (atp) and shock therapy. Review of stored device memory noted rv loss of capture (loc) during delivery of atp. It was suspected that the only reason the shocks were delivered were due to the loc with atp. Additionally, high out of range rv pacing impedance measurements greater than 2,000 ohms were observed. The patient reported that the following physician is aware of these measurements and plans to continue monitoring. Boston scientific technical services (ts) discussed programming options for atp. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the device was explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Impedance testing was completed and all measurements were within normal limits. A series of electrical tests was also performed, and again, normal device function was observed.